Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported "breast infections and not enough milk production". Later patient reported "chest pain and joint pain". Later healthcare professional did not report adverse event against the device. This record is for the left side. Device was explanted, replaced.